Event description:
It was reported that there were a few episodes of high capture management thresholds on the atrial lead. There was also an episode of high capture management threshold on the right ventricular lead. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr06 implantable pulse generator, (B)(6) 2010; 5076-45 implantable pacing lead, (B)(6) 2002. (B)(4).